Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned with a microcatheter. The reported lot number was confirmed from the returned packaging. Upon visual/microscopic inspection it was noted that the introducer sheath was returned in the hub of the microcatheter. The stent proximal end was visible in the hub with dried blood present. The distal tip of the introducer sheath was visibly damaged. An attempt was made to advance the device but it could not be advanced or retracted despite repeated flushing. The sdw and proximal end of the resheath pad were visible in the hub. The stent was stuck in the hub of the microcatheter. A patency mandrel was inserted into the distal end of the microcatheter and advanced through the shaft. The stent and sdw were removed and the drape/petal was around the distal end of the stent. On removal of the petal the stent opened without issue and dried blood was evident. The stent was slightly deformed with rough braid edge at the proximal end. The petal was found to be intact. The stent introducer sheath was inspected and the tip was damaged with dried blood present. The sdw was kinked approximately 5cm from the distal end and the glued proximal marker band of the resheath pad while still attached had been pulled to 4.6cm from the distal end. The petal was broken off and no longer located between its marker bands. The resheath pad was damaged at the distal end. A ripple of kinks was also present along the distal end of the sdw and dried blood was evident. There was no damaged to the distal tip of the sdw as. The manufacturing team completed an additional investigation on the returned device and confirmed this is not a manufacturing issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the device was confirmed to be in good condition prior to use, the device was prepared/set-up performed as per the directions for use, continuous flush was maintained for the duration of the procedure, the introducer sheath was properly inserted all the way into the microcatheter prior to transfer, when advancing the stent within the microcatheter, the rhv was opened enough to allow passage of the device through without damage, there was no excessive force applied at any point while advancing the stent within the microcatheter, the patients anatomy was mild tortuous. Resistance was noted while transferring the stent from the introducer sheath into the hub of the microcatheter. When the user stated " stent clicked in the proximal of microcatheter" it meant the stent got stuck. The same microcatheter was not used to complete the procedure. There were no allegations against the microcatheter used during the procedure. Product analysis found the introducer sheath was returned in the hub of the microcatheter. The stent proximal end and the proximal end of the resheath pad were stuck in the hub of the microcatheter and could not be advanced or retracted. A patency mandrel was inserted into the distal end of the microcatheter and advanced through the shaft. The stent and stent delivery wire (sdw) were removed. The drape/petal on the sdw was broken off and no longer located between its marker bands but found wrapped around the distal end of the stent. On removal of the drape/petal the stent opened without issue and dried blood was evident. The stent was slightly deformed with rough braid edge at the proximal end. The drape/petal was found to be intact. The sdw was kinked approximately 5cm from the distal end and the glued proximal marker band of the resheath pad while still attached had been pulled to 4.6cm from the distal end. The distal coil between the petal marker bands and resheath marker band was stretched. The resheath pad was damaged at the distal end. A ripple of kinks was also present along the distal end of the sdw and dried blood was evident. There was no damaged to the distal tip of the sdw. The distal tip of the introducer sheath was visibly damaged with dried blood present. It¿s most likely the introducer sheath encountered a force during insertion into the hub of the microcatheter which caused the tip to become severely damaged. The user would have had to apply a significant amount of force trying to advance the stent from the damaged introducer sheath tip into the microcatheter. This would have resulted in the damage noted to the sdw. An assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to transfer¿ and the as analyzed ¿stent difficult/unable to transfer¿, ¿sdw broken/fractured during use¿, ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw kinked/bent¿, ¿stent introducer sheath distal tip damaged¿, 'sdw deformed¿, ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and the device investigation revealed that subject stent delivery wire was broken/fractured during use. The subject flow diverter stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.